Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the leads were revised. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7134145.

Event description:
It was reported that the patient underwent a revision procedure wherein the leads were adjusted to provide better left leg pain coverage. The leads remain implanted and the patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the initial aware date should have been 07mar2024.

Event description:
It was reported that the patient underwent a revision procedure wherein the leads were adjusted to provide better left leg pain coverage. The leads remain implanted and the patient was doing well postoperatively.